Event description:
The customer complain that the unit alerted on high o2.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(4) 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: based on the available information, a root-cause analysis is not possible as the "high oxygen alarm" of the hamilton-c1 could not be reproduced. Most likely this issue is a result of a depleted/defective o2 cell (o2 sensor). Due to the defined risk-ID 856 and thus severity 3, this issue is deemed to be a reportable event. No further investigation or correction will be performed except those mentioned above.